Event description:
It was reported that the atrial lead had high impedance and high threshold. It was also reported that the right atrial lead was suspected of fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had high impedance and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.